Event description:
It was reported that the head of the saw is overheating there was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was received by the manufacture and the evaluation confirmed the complaint. There was a loose jam nut and a worn latch that may have contributed to the event. The device was repaired and returned to the customer.